Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer stated the insulin pump buttons were unresponsive. Customer will call back to complete troubleshooting. Customer cannot recall their blood glucose reading. Insulin pump will not be returning for analysis.